Event description:
Surgeon reported event as, "had to replace a rapidport ez access port because it had flipped and could not be accessed." Additional information to be collected and forwarded. Unknown if the device will be returned. Follow-up findings: pt presented approximately one month after surgery for first adjustment, port could not be accessed/flipped. Pt taken back to surgery and port not fixated properly and one tack lead was at 90 degree angle away from the port. The rapidport ez has been replaced. The pt has been taken back to surgery as the replacement wound site has become infected. Follow-up findings: per surgeon, "the infection is due to a bug picked up during revision procedure." The pt was placed on antibiotics. The pt does not have any comorbidities or take any concomitant therapy that would inhibit the pt's ability to heal. The device is being shipped.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the reported event of displacement as follows: "caution: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." "Access ports have been reported to be "flipped" or inverted. If you initially see an oblique or side view on x-ray, then either reposition the pt or the x-ray equipment until you obtain a perpendicular, overhead (0 degree) view. Targeting the port for needle penetration can be difficult if this orientation is not controlled." "Caution: the access port must be securely fastened to the pt's rectus fascia with all four of the stainless steel anchors firmly embedded in the pt's fascia. If this is not achieved, the access port may become loose and inaccessible for post-operative adjustments, thus requiring revisional surgery." Device labeling addresses the reported events of surgical complications as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period of years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."